Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that the pod initiated an occlusion alarm while attempting to deliver a bolus. In addition, the cannula was reported to have been kinked. Her bg levels at the time of the alarm were high (400 mg/dl). The pod will be returned for evaluation.